Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customers blood glucose level was 505 mg/dl with ketones. The customer delivered a bolus via the pump to address bg. Reportedly, the customer went to the emergency room (ER) for elevated bg and was only monitored; no additional treatment was provided while at the emergency room during the "hour or two" the customer was being monitored. A new cartridge was loaded to resolve the issue.